Event description:
In the operating room, a loud noise was heard just as the neurosurgeon was about to use a anspach x mach drill for spine surgery. He had tested the drill and it appeared fine but the air hose had blown apart in his hand. There were no injuries.